Event description:
It was reported that the device was at elective replacement indicator (eri) in less than four years and battery longevity was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on 19-jul-2012, with device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.63 to 2.624 volts between 08-jul-2012 and 15-jul-2012. A patient alert for low battery voltage occurred on 19-jul-2012 02:15:00.